Event description:
During atherectomy, tip of viper wire, distal portion, broke off in patient's left radial artery as evidenced by fluoroscopy. Tip was removed successfully by doctor with a snare retrieval device. No harm to the patient.